Event description:
Revision surgery - the patient was tight and was experiencing pain. The surgeon changed the head to a smaller size in order to loosen up the shoulder and relieve pain.

Manufacturer narrative:
The reason for this revision surgery was to remedy pain after 10.25 months of patient use. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. The healthcare professional indicated a significant adverse event to the patient. There was no information in this complaint about any patient activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the first complaint for this part number. The root cause for the pain was not determined with confidence. There is no information reported that showed a material, design, or manufacturing problem with the product. There are no indications of a product or process issue affecting implant safety or effectiveness.